Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. It was confirmed that the pump was able to be charged with a different usb cable. There was no impact to the customer's blood glucose level. A replacement usb cable was sent to the customer.